Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the mesh "sometime after placement the device malfunctioned by, inter alia, contracting, suffering degradation, and causing an intense foreign body and inflammatory response." As a result of these failures, the patient has suffered severe injuries and required substantial medical care. This care has consisted of, amongst other thing, removal of the defective device." However the sample was not returned for evaluation and medical records are not available at this time. Inflammation is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (b(6) 2013: the patient underwent surgery for repair of a periumbilical hernia. A bard/davol ventralex hernia patch was implanted to repair the hernia defect. It is alleged that sometime after placement, the device malfunctioned by, inter alia, contracting, suffering degradation, and causing an intense foreign body and inflammatory response. As reported, as a result of these failures, the patient has suffered severe injuries and required substantial medical care which has consisted of, amongst other thing, removal of the defective device. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the mesh "sometime after placement the device malfunctioned by, inter alia, contracting, suffering degradation, and causing an intense foreign body and inflammatory response." As a result of these failures, the patient has suffered severe injuries and required substantial medical care. This care has consisted of, amongst other thing, removal of the defective device." However the sample was not returned for evaluation and medical records are not available at this time. Inflammation is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 months post implant of ventralex mesh, patient was diagnosed with infection, abscess, seroma, hernia recurrence and pain thereby underwent mesh removal. The instructions-for-use supplied with the device lists seroma, pain, infection and recurrence as possible complications. In regards to infection the warning section of IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for repair of a periumbilical hernia. A bard/davol ventralex hernia patch was implanted to repair the hernia defect. It is alleged that sometime after placement, the device malfunctioned by, inter alia, contracting, suffering degradation, and causing an intense foreign body and inflammatory response. As reported, as a result of these failures, the patient has suffered severe injuries and required substantial medical care which has consisted of, amongst other thing, removal of the defective device. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with periumbilical hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿the hernia was then identified and dissected free. The sac was then returned into the abdominal cavity. Adhesions were lysed and fascia defect was assessed. A piece of ventralex mesh was tailored to fit the defect and sutured.¿ (B)(6) 2013 to (B)(6) 2014 - patient had multiple hospital visits for post-op hematoma which has been spontaneously draining and minimal serous fluid drainage. (B)(6) -2014 - patient visited hospital and was diagnosed with infected mesh, persistent wound drainage with small area of erythema. (B)(6) 2014 - patient was diagnosed with ventral incisional hernia, pain and infection thereby underwent repair with explant of ventralex mesh. Per operative notes, ¿the ventralex mesh was dissected off the fascia. Abscess cavity found behind the mesh was also resected. The small defect found in the peritoneum was then closed with the sutures.¿ attorney alleges that the patient had abscess, pain, drainage, hematoma, inflammation, granulation, foreign body giant cell reaction, mesh excision and emotional injuries.